Event description:
International affiliate reported that the product was draining for the patient in 2004, and there was no drainage the following day. There were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet completed.